Manufacturer narrative:
Reported event: it was reported that the mics was not clean before the case leading to a delay of 1.5 hrs. The patient was under anesthesia. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot no was not provided. Complaint history review: complaint history review was not performed as the lot no was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
After the washing and sterilisation process of the mako. Surgical delay of 1.5 hrs. Update: procedure type: tka. Event details about how the products failed; what was found after the washing and sterilization process what occurred was following opening a tray that contained the mako misc hand piece and the two saw attachments it was noticed that the articulation parts where they connect there a black grease substance. The issue was that it wasn¿t clear if this was something produced from the equipment itself or if this was a byproduct from the previous case (ie. Blood) that he just not been cleaned. Cssd had insisted that this substance is usually found of these instruments following surgeries. As this hadn¿t been observed before, and wasn¿t something seen by other mps¿s the question is trying to find out if this is something that is normal and to be expected as these instruments articulate together during a surgery or if this is a sign or something else. Was the patient under anesthesia during the reported delay? The patient had received spinal anesthetic. Lot/serial numbers of all three products? No. Any product pictures available? No.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After the washing and sterilisation process of the mako. Surgical delay of 1.5 hrs. Update: procedure type: tka. Event details about how the products failed; what was found after the washing and sterilization process. What occurred was following opening a tray that contained the mako misc hand piece and the two saw attachments it was noticed that the articulation parts where they connect there a black grease substance. The issue was that it wasn¿t clear if this was something produced from the equipment itself or if this was a byproduct from the previous case (ie. Blood) that he just not been cleaned. Cssd had insisted that this substance is usually found of these instruments following surgeries. As this hadn¿t been observed before, and wasn¿t something seen by other mps¿s the question is trying to find out if this is something that is normal and to be expected as these instruments articulate together during a surgery or if this is a sign or something else. Was the patient under anesthesia during the reported delay? The patient had received spinal anesthetic. Lot/serial numbers of all three products? No. Any product pictures available? No.